Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (no charger signal, power cord stuck) has been confirmed. Upon evaluation, the power brick connector was defective. The cause for the damaged connector cannot be positively identified. No adverse event resulted from the defective power brick connector. The patient received a replacement battery charger/modem.

Event description:
A patient service representative assisting a (B)(6) male patient contacted zoll customer support to report that the patient's battery charger/modem showed no signal and that she was unable to unplug the back cord from the back of the charger. The patient was issued a replacement battery charger/modem.